Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
The patient was revised to address collapsed medial tibia, knee pain and loosening of the tibial component at the bone to cement interface. Cement manufacturer unknown. Everything except for patella was removed and converted to a sigma tc3. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.